Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1230848. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the intima-ii 24gax0.75in mz slm npvc there was leakage from the slit of the indwelling needle. The following information was provided by the initial reporter translated from chinese: "on (B)(6) 2023, pediatric nurses placed indwelling needles for children who needed infusion. When the pipeline was routinely checked before the operation, it was found that the fluid leaked from the slit of the indwelling needle. Therefore, the indwelling needle was deactivated and replaced with a new one, which did not cause any harm to the patient and was reported to the logistics procurement department."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the intima-ii 24gax0.75in mz slm npvc there was leakage from the slit of the indwelling needle. The following information was provided by the initial reporter translated from chinese: "on (B)(6) 2023, pediatric nurses placed indwelling needles for children who needed infusion. When the pipeline was routinely checked before the operation, it was found that the fluid leaked from the slit of the indwelling needle. Therefore, the indwelling needle was deactivated and replaced with a new one, which did not cause any harm to the patient and was reported to the logistics procurement department."